Manufacturer narrative:
Device evaluated by manufacturer: no, due to device not received for evaluation.

Event description:
The end-user called the health care professional reporting the following (hcp narrative): end-user is experiencing itchy ears and sensitive ear canals. Symptoms are present on both sides, but mostly on the left side. Symptom is experienced with both small double domes and medium double domes. End-user has consulted primary care physician and got cortisone ointment. Eear nose throat doctor has confirmed the presence of infection/allergic reaction from domes and advised end user not to wear the hearing aids for 3 weeks.